Manufacturer narrative:
The investigation confirmed that non-reproducible and higher than expected vitros trop I es results were obtained from two patient samples processed on the vitros 5600 system. Service actions were performed to optimize system performance; however, pre-service within run precision testing performed to verify instrument performance was within acceptance criteria. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent or instrument issue contributed to the event. The investigation confirmed that the sample was not processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed as a contributing factor. A definitive root cause for the event could not be determined.

Event description:
The customer obtained non reproducible and higher than expected vitros tropi es results from two patient samples processed on a vitros 5600 integrated system. Patient 1: vitros troponin I es result of 1.39 ng/ml vs. Result of <0.012 ng/ml. Patient 2: vitros troponin I es result of 0.478 ng/ml vs. Result of <0.012 ng/ml. The higher than expected vitros tropi es result from patient 1 was reported to a clinician who questioned the result. As a result, the same sample was repeat tested. The higher than expected vitros tropi es result from patient 2 was reported to a clinician and was repeated due to the ongoing investigation. Biased results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There are no allegations of patient harm as a result of this event. This report is number 2 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).